Event description:
It was reported that while priming the infusion set the reservoir pushed insulin through the tubing. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had a broken reservoir tube lip.